Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a total gastrectomy procedure, the first clip fell out inside the patient¿s body when the device was used for the artery. The second clip also fell out. The fallen clips were retrieved and no clips were left inside the patient. The clip was not fed into the jaw properly from the first firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Dropping or ejected clip the analysis results found that the instrument was returned in good visual condition. The instrument was cycle and ejected ten clips; the remaining six clips were conforming. The instrument locked out as intended. However, it could not be determined what may have caused the finding.a batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Customer reportedly received results of 247 mg/dl and 89 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.